Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the unit does not mesh properly. There was no harm/injury to the patient or operator. There was no delay in the surgery. Another device was utilized complete the surgery. The taken graft was not damaged. An additional unplanned graft was not taken. No additional intervention was required. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device pass the sample mesh test during evaluation; however, the cutter was damaged and the side plate failed. The cutter and side plate were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.